Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, vomiting and low appetite. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (500mg, intraperitoneal, every 5th day, ongoing) and amikacin injection (250 mg, intraperitoneal, once a day, ongoing) for the event. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that on an unknown date, the antibiotic treatment was discontinued and the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.